Manufacturer narrative:
Zoll medical corporation evaluated the electrode pads and the customer's report was not replicated or confirmed. The pads were put through continuity testing that resulted in no findings. Visual inspection of the electrodes observed the wire connected to the anterior pad had melted adhesive stuck to the near edge of the pad. It was confirmed that the wire was not melted and that the material the customer believed as melted was excessive adhesive from the manufacturing process and not from a spark during the event. No evidence of sparking or burning was visually observed on either pad. It is important to mention, electrode labeling calls out the importance of good placement on the patient and provide instructions for proper electrode application technique. Poor adherence and /or air under the electrodes can lead to the possibility of arcing and skin burns. Good skin preparation does not guarantee a burn will not occur and burns from defibrillation is an expected risk. No trend is associated with reports of this type'.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to cardiovert a male patient (age unknown), an arc was heard from the electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.